Event description:
It was reported the pt has to recharge the ipg more frequently than normal due to it not holding a charge. The pt may meet with an sjm representative on a later date.

Manufacturer narrative:
This ipg serial number is listed in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.